Event description:
Caller states the patient tested 6.3 inr and 6.4 inr on the coaguchek xs system, while a comparison lab returned as 4.3 inr. Coumadin was held for 2 days while waiting for lab to return. No adverse event. Requested return of suspect system and replacement was sent.